Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a redo paroxysmal atrial fibrillation (afib)/ atypical flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient the patient became hypoxic in the recovery area, had a cerebrovascular accident and passed away. After the procedure, the patient expired due to unknown causes. The patient presented in the lab with afib. The physician performed touch-up ablations in the left atrium, as well as performed a cti (cavotricuspid isthmus) ablation in the right atrium. The patient was then cardioverted at the end of the procedure. The patient was moved off of the procedure table and at this point the biosense webster inc. Representative noted the patient was agitated while waking up. The patient was moved out of the procedure room. There were no abnormal heart rate or blood pressure changes of the patient during the procedure. The patient became hypoxic in the recovery area (icar) and passed away. The biosense webster, inc. Representative was given no information about what conditions developed or what, if any, intervention was performed. Additional information was received. The adverse event was noticed after the procedure and in recovery. In the physician¿s opinion, the apparent cause of death was stroke, secondary to fluid retention and subsequent increased blood pressure post procedure, as communicated by staff. Stroke intervention was managed by physicians and staff in recovery. No further details known. Relevant history - history of persistent atrial fibrillation and chronic pulmonary disease, as noted by staff. 407ml of fluid administered via associated pump during the procedure.